Manufacturer narrative:
H.6. Investigation summary: a bd quality engineer inspected the video provided. The video revealed a q-syte being flushed (for observation). There was a slip luer syringe containing a clear fluid attached to a port of a stopcock. The stopcock also had a q-syte attached a second port. The syringe was being held by two hands while being flushed through the stopcock to the q-syte. The clear fluid was squirting (leaking) from the q-syte. The video did not present sufficient evidence to identify any anomalies or damage to the external areas of the q-syte unit; top body or bottom body (polycarbonate) or to the septum (i.e. Top or bottom disk). The failure of leakage, as stated in the reported issue was observed in the video and was occurring during a simulation of flushing in an un-actuated position. This leakage was observed to be from the q-syte. Although the reported issue was confirmed, bd was unable to provide a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that during use of the bd q-syte¿ luer access split-septum stand-alone device thee is an issue with leakage. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: I want to communicate the incidence we are having with your product under the reference (B)(4) (plug bd q-syte). It is not able to occlude the output of fluids. It has already happened to us several times. The affected lot is 9049651.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd q-syte¿ luer access split-septum stand-alone device thee is an issue with leakage. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: I want to communicate the incidence we are having with your product under the reference 385100 (plug bd q-syte). It is not able to occlude the output of fluids. It has already happened to us several times. The affected lot is 9049651.